Event description:
The pt rec'd her scs system on (B)(6) 2009. It was reported on (B)(6) 2010 that the pt feels a burning sensation at the ipg site when the stimulation is in operation. An x-ray of the pt's scs system was taken; however, no visible connection or placement issues were detected. In addition, diagnostic tests revealed normal impedance values for the contacts currently utilized by the pt. There are no plans for surgical intervention at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.